Manufacturer narrative:
The customer¿s report of a magnesium sulfate over-infusion was confirmed. Physical inspection of the device noted that the upper platen hinge on the membrane frame was broken. The bezel assembly was cracked in the area of the membrane frame. Dried fluid residue was also observed under the membrane frame and inside the bezel near the air-in-line assembly. There were no other anomalies. Analysis of the pcu event logs shows that on (B)(6) 2015 at 10:13pm a secondary infusion of "magnesium sulfate load" was programmed with a drug amount of 2 grams and a diluent volume of 50ml. Although the reported intended concentration was 2g/100ml. The infusion was started at 10:13pm at a rate of 50ml/hr. It would have been expected to take 2 hours to infuse instead of the 1 hour that was reported; however, at 10:24pm the user changed the secondary infusion rate to 125ml/hr and the vtbi to 500ml. Thirty-seven seconds later the user powered off the pump module which recorded a primary volume infused of 18.584ml and a secondary volume infused of 8.012ml. Rate accuracy verification was performed and the pump module was found to be out of specification. Periods of unregulated flow were observed during testing. The membrane frame and the bezel assembly were replaced and rate accuracy testing was repeated. Rate accuracy verification found the device to be in specification with no issues noted. No periods of unregulated flow were observed. Although the log review revealed that the programming did not match the reported intended parameters the programmed infusion rate of 50ml/h would have been expected to result in an under-infusion and is therefore not the root cause of the reported over-infusion event. The proximate cause of the customer¿s report of a magnesium sulfate over-infusion was determined to be due to a broken upper platen hinge on the membrane frame. The damage is believed to have been caused by an unknown impact event.

Event description:
The customer reported that a secondary infusion of magnesium sulfate 2grams/100ml that was intended to infuse over one hour completed in 14 minutes and that the patient experienced an "adverse reaction" that required unspecified medical intervention and transfer to a higher level of care.